Event description:
Customer reported an unexpected negative reaction on a sample with a newly identified anti-e on the echo. The sample should have been positive with cell 7 ( e+e-), but was interpreted as negative.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on crrid, lot id101 and id103, and crrid extend I lot dp028 and dp023. He sample was tested in manual solid phase with retention crrid, lot id103. Crrid extend I, lot dp028 expired when the sample was received so dp029 was used. Very weak reactivity was observed with r2r2 reagent red cells. Hemagglutination testing was performed on the samples with retention panoscreen I, ii and iii, lot 26810 (tested only cell I and cell ii due to limited sample received), using immuadd as the potentiator. Very weak microscopic reactivity was observed.